Event description:
The manufacturer received information alleging a patient with a dreamstation 2 advanced auto CPAP has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The patient's sister would like to return the device. Additional information has been requested regarding the details of the reported death.